Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that for about 3 days or so group b was not giving the patient pan relief. Since implant, the patient has used group b, but now the stimulation on the group was very intermittent. This was not the case for group a or c. The patient said she knew something was wrong because one morning she woke up and the battery was 80% full when it usually ran out overnight. No falls or "taums" were noted and the patient was unsure if adaptive stim was activated, but she added that if she lays down or coughs she can really feel the stim. If she tries to increase the settings on group b, she saw a message that said "cannot increase stimulation." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that there were no circumstances that led to the intermittent stimulation, she just noticed a return of pain and the battery staying charged when normally the battery would need to be charged upon waking. The patient reported that she was no longer able to use program b. The patient met with a manufacturer¿s representative (rep) and really didn¿t get any direct answers. The rep ¿tweaked¿ it, turned off some leads and turned on some. The patient still couldn¿t use b, she was using c and still had some pain. The patient reported that she would go see a doctor and see if maybe she had developed an issue in her spine that prohibits the stimulator from reaching its target in her spine. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2020-apr-03 reporting that there was nothing different that led to the event. The patient met with a manufacturer representative and had reprogramming done. No further complications were reported.